Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 533696.

Event description:
It was reported that the patient had fractured leads. Additional information was received that the patients implantable pulse generator (ipg) was taking longer to charge. The patient underwent a procedure wherein the ipg and leads were replaced.

Event description:
T was reported that the patient had fractured leads. Additional information was received that the patients implantable pulse generator (ipg) was taking longer to charge. The patient underwent a procedure wherein the ipg and leads were replaced. Additional information was received that the patient was doing well postoperatively, and the explanted devices will not be returned. It was also noted that lead fracture was found during reprogramming.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073322.

Event description:
It was reported that the patient had fractured leads.